Event description:
When using the "hadlock formula mode" during the 12 to 13 week period (1st trimester) to determine fetal calculations, the unit fails to calculate the average properly. Instead of appropriately averaging 13 weeks, the software causes an average of 14 weeks to be displayed thus giving the physician inaccurate data to diagnose the correct age of the fetus based on its size. The unit works fine in the "average mode." Software revisions 5.51, 5.53, 5.6, and 5.7 are affected and will miscalculate the fetus age when using the "hadlock formula mode."rptr notified the MFR and its parent co and both said they are aware of the software problems. Rptr has determined that the software in fact is faulty.